Manufacturer narrative:
Concomitant medical products: product ID :37713, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger, model 37761, serial no. (B)(4), found cable assembly with metal connector at the end of the cable broken off.

Event description:
It was reported that the connector pin broke off in the recharger and it was not working as they could not plug it in. The patient was in increased pain because she could not use it, but noted this was nothing new as the patient was always in pain. It was unclear if ¿it¿ referred to the recharger or the ins needed to be recharged. The pin was able to be removed from the recharger. A replacement desktop charger was requested. Indication for use included failed back surgery syndrome.